Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that a pacemaker dependent patient presented remotely via merlin.net. Review of the patient's implantable cardioverter defibrillator transmissions from (B)(6)2019 revealed that the patient's device predicted a battery longevity of greater then 2 years. A few months later in (B)(6) 2019, the elective replacement indicator alert triggered along with a battery performance alert (bpa) on (B)(6) 2019. Following the bpa advisory, a bpa was received by the clinician and the device was explanted. The patient was stable and experienced no symptoms before, during, or after the procedure.